Manufacturer narrative:
The ventilator was checked on site. No problem found. Investigation will be continued and results submitted in a final report.

Event description:
The patient was ventilated spontaneously with CPAP -mode in ventilator. Breathing of the patient has been changed to cheyne-strokes type and breathing frequency has accelerated ad 35/min. The patient was breathing large minute volumes and tidal volumes.the patient was creating raw respiratory alkalosis and was because of that seded and relaxed but was not helping the patient. The patient was taken to manual ventilation.

Manufacturer narrative:
It is understood that this complaint concerns respiratory alkalosis (hyper ventilation) due to large tidal volume and high frequency, resulting in high minute volumes. The investigation came to the conclusion that the high values had two root causes: the vt was increased due to automatic tube compensation atc, which was still set to endotracheal tube although tracheostomy had reduced the flow resistance. When tube compensation is activated, the ventilation pressure in the breathing circuit is increased during inspiration and/or decreased during expiration to compensate the flow resistance. Compensation with tracheostomy tube needs only about 60% of the endotracheal tube compensation. The second effect concerns the respiratory rate rr. The setting was 20/min, but the display showed more than 30. The selected ventilation mode (pc-bipap ps) supports inspiration efforts of the patient. The additional strokes are added to the adjusted mechanical strokes. A screen shot, which was stored during the reported event, shows little additional strokes which were counted and added to respiratory rate. The strokes can be caused by patient efforts, but also by additional lung compartments which open up retarded due to mucus or also if some amount of water, which had condensed in the hose system, is moving or swinging. The screen shot shows that the additional strokes have not contributed to the applied volume in a relevant way. The displayed minute volume mve shows the correct value. It can be concluded that the ventilator behaved as specified and according to the settings during the reported event.

Event description:
Please see initial report.